Event description:
It was reported that during a gastrectomy procedure, an error sound was heard and the device became non-functional after 5 minutes. The proximal part of the tissue pad was burnt and a deep hole or gash remained. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/20/2009. Information anticipated, but unavailable at this time.